Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed a ¿v¿ cut near the catheter tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. The needle could pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully.

Event description:
It was reported that bd insyte yel 24ga x 0.75in 381212 - catheter tip integrity. Ref: 381212. Lot: 4361246, 433038. Swelling of the plastic preventing passage through the vein during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.